Event description:
It was reported that foreign, mucus-like matter was found on the catheter tip of the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese: "the catheter tip was found with mucus when the indwelling needle was removed for use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. No foreign matter was seen in the photo provided. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign, mucus-like matter was found on the catheter tip of the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese: "the catheter tip was found with mucus when the indwelling needle was removed for use."